Event description:
At 08:14 am the patient underwent a revascularization, endovascular, open or percutaneous, iliac artery, unilateral, initial vessel; with transluminal stent placement(s), includes angioplasty within the same vessel. Using ultrasound guided, perclose technique, right and left common femoral artery, abdominal aortogram, endovascular stent graft repair of aortoiliac disease using a 23 x 12 main body and a 16 x 7 gore limb and two 8 x 5 viabahn. Prior to intervention, complete severe stenosis of the aorta, post-intervention complete resolution with 0% residual stenosis and good flow. At 12:44, the same day patient was brought back into surgery after procedure because of a cold leg with no pulse. The patient returned to the operation room, groin area was opened and explored. There was perclose suture, which backwalled the common femoral, external iliac artery, which led to a clot formation and acute ischemia. After we took the suture out, removed the clot, and patched the artery, she had restored flow to the patient's foot. The device was not retained at the time of removal.